Event description:
The complainant stated that the metal part of the base frame that attaches the right head end caster to the frame has cracked and broken off. He does not know exactly how the metal became cracked.

Manufacturer narrative:
A base-frame was sent to the account to repair the bed.